Event description:
During a follow-up in-clinic, high defibrillation impedance was observed on the right ventricular (rv) lead. Diagnostic imaging was performed, and no abnormalities were observed. Reprogramming has been performed to resolve the event. The patient was stable with no consequences and will continue to be monitored.